Manufacturer narrative:
(B)(4). Retainer ring = black the pump was returned for cosmetic damage located at the battery compartment found on may 31, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display cover, cracked keypad overlay, overlay scratched, stained keypad overlay, corroded battery tube, cracked corner of belt clip rails, cracked case battery tube, cracked battery tube threads, serial number missing and reservoir tube lip is cracked. Cosmetic damage was confirmed at the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked in case. Location of the damage was battery store. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.